Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 23 mm commander, the balloon ruptured. There were 2 cc's of fluid added to the nominal volume. The inflation technique was performed slowly. Despite the rupture, the valve appeared fully inflated, and no waste was noted. To ensure proper inflation, a non-edwards balloon was used to post-inflate the valve. There was no difficulty withdrawing the delivery system, and there was no damage observed on the balloon shaft. The device was discarded. The presence of sinotubular junction calcium was thought to be the root cause of the balloon rupture.

Manufacturer narrative:
A supplemental report is being submitted for completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery provided by the site revealed calcification was present in the annulus and leaflets. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst' was empirically confirmed based on the device image provided by the site. Available information suggests that patient factors (calcification) and/or procedural factors (over-inflation) likely contributed to the event as the imagery review revealed calcifications in the annulus and leaflets. Additionally, per the event description, ''+2cc added to the nominal volume of fluid.'' The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.